Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse(+), into the mid-face, on (B)(6)2022. In (B)(6) 2022, after the treatment with radiesse(+), the patient experienced vascular compression. The patient presented with erythema and experienced numbness and pain in the area of injection. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular compression (pt: vascular compression), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.